Event description:
The patient's mother alleged that the one touch ping meter remote lost 2 readings from the memory. The mother alleged that the animas pump had the same problem and animas is replacing the pump. The lifescan customer care advocate contacted animas to replace the meter. There were no allegations of harm or injury.